Manufacturer narrative:
Initial reporter occupation: the wife of the consumer. The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported false positive results with the covid-19 at-home test compared to pcr. On (B)(6) 2022 around 6:00 pm, the consumer performed 2 back-to-back covid-19 at-home tests and the results were both positive. On (B)(6) 2022 around 10:00 am, the consumer had a pcr test performed and the result was negative. The type of test used was unknown to the consumer. The consumer did not experience any symptoms. No other information can be provided. No additional information about treatment and outcome was provided.